Manufacturer narrative:
Correction to field g3:bsc aware date of initial MDR: 11dec2023.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient underwent an explant procedure where the primary cell implantable pulse generator (ipg) was explanted and a new rechargeable ipg was implanted.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient underwent an explant procedure where the primary cell implantable pulse generator (ipg) was explanted and a new rechargeable ipg was implanted.

Manufacturer narrative:
Correction to field d6b: explant date.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient underwent an explant procedure where the primary cell implantable pulse generator (ipg) was explanted and a new rechargeable ipg was implanted. Additional information was received that the reason for the explant procedure was probably due to the daily program change. No device deficiency has been reported from the clinical study site.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient underwent an explant procedure where the primary cell implantable pulse generator (ipg) was explanted and a new rechargeable ipg was implanted. Additional information was received that the reason for the explant procedure was probably due to the daily program change. No device deficiency has been reported from the clinical study site.